Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs100 intra-aortic balloon pump (iabp) displayed error message, maintenance code #1. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse replaced the drive manifold and performed calibration of all 3 absolute pressure transducers. All calibration checked and passed, iabp unit is working fine. All functional and safety checks was performed to meet factory specifications.

Event description:
N/a.